Event description:
Customer reported via phone, the insulin pump alarmed motor error and no delivery during prime. Customer's blood glucose was 109 mg/dl. Customer did not recall any significant events which may have led to the alarm and the device was not exposed to an MRI. Customer does not use sensor feature. Customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump passed displacement, basic occlusion, and prime tests. However the device was received stuck in motor error loop during bolus delivery. The motor was tested outside of the device and it passed. The motor might have had intermittent respond that was not detected during testing. Excessive no delivery test was not performed due to motor error alarms. The following cosmetic damage was noted: minor scratches on the display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked case at reservoir tube window corner. See manufacture report number MDR 2032227-2014-53471 for no delivery troubleshooting.